Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states the patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.